Manufacturer narrative:
G4: 07feb2020. B4: 13feb2020. The alternation current (ac) power cord was received for failure evaluation. There were no signs of damage or contamination during visual inspection. The ac power cord was attached to the test ventilator in an attempt to duplicate the reported issue. After testing, there were no failures identified on the ac cord. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 18nov2019. The device was evaluated by the field service engineer, but the reported issue was unable to be duplicated. No issue was confirmed on this device. The field replaced the power cord as preventative repair. The device was tested and the device functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported that the device runs on battery only. There was no patient or user harm reported.